Manufacturer narrative:
Pending completion of device analysis and review of the device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report a prometra ii 20 ml pump that was explanted due to multiple volume discrepancies. Cs reported that they do not have dates or volumes for the discrepancies. Cs reported that the patient reported a loss of pump efficacy, and that two separate cap studies were performed, both of which found the catheter to be patent. Cs reported that the patient had asked for the pump to be explanted and switched to a medtronic pump immediately following the explant.

Manufacturer narrative:
Corrected information: d1, d2, d4, h3, h4, h6 it was confirmed that the site does use flowonix refill kits. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Additional physical investigation was performed on the device, but an issue could not be found with the pump. Visual inspection of the pump did not show any anomalies with the exterior. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. A section of catheter 15.25 cm long, with no distal end, was returned with the unit. Engineering was unable to push air or swi though it. The occluded catheter is the likely cause for the complaint. No issue found with this pump. The unit primed and flowed as expected. The likely cause for the issue is the occluded catheter. This event will be captured against the catheter rather than the pump due to the device analysis findings. Internal complaint number: complaint-(B)(4).